Event description:
After a pt had been receiving treatment on a model 3100a for a few hrs, the piston position display drifted off center. Several hours after re-centering the piston and its display, the display drifted out of range of adjustment. The pt was then placed on another 3100a without compromise.